Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t stat assay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample was tested four times on the e 411 analyzer, resulting with troponin t values of 6.00 pg/ml, 3.87 pg/ml, 3.32 pg/ml, and 4.06 pg/ml. The troponin t reagent lot number was 416797. The reagent expiration date was requested, but not provided.